Event description:
It was reported that the urine leaked from the funnel area. It was stated that the urine leaked from around the drainage funnel and the inflation funnel.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. The reported failure is within specification as the reported failure could not be reproduced. It is unknown if the product was used for patient treatment or diagnosis. The product had not caused the reported failure. No root cause could be found because the reported event was unconfirmed. Visual evaluation of the returned sample noted one opened (without original packaging), a 3-way temperature sensing catheter with cut portion of inlet tubing. Visual inspection of the sample noted no obvious visible defects. The catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and the catheter rested with no leaks noted. The balloon passively deflated with no cuffing or leaks noted. The drainage valve was flushed with water and no leaks were noted. This is within specification which states, catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. As the reported event is unconfirmed a labeling review is not required. The actual/suspected device was inspected.

Event description:
It was reported that the urine leaked from the funnel area. It was stated that the urine leaked from around the drainage funnel and the inflation funnel. Per follow-up information received from ibc on 23aug2022, stated that the leakage location was one. The original complaint was that urine leaked from either one of the drainage funnel area or inflation funnel area. However, upon checking the returned sample, leakage from the drainage eye was observed.